Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned in segments, analyzed and the distal lead conductor was found to be fractured, flexed, and cut. The distal lead conductor was noted to be pulled/stretched/overstressed. A proximal lead conductor fracture and cut was found. The inner and outer insulation were found to be torn. The outer insulation was reported to be pulled/stretched/overstressed and kinked/buckled. The distal end electrode was covered with blood. The distal and proximal portions of the lead conductor were not obstructed; however blood was noted. The outer insulation was cut, a white substance, and a cosmetic depression were also observed in the outer insulation. The inner tubing of the lead insulation was noted to be kinked/buckled. The proximal lead conductor was pulled/stretched/overstressed. A visual summary indicated the lead was stretched. (B)(4) implantable pacing lead (B)(6) 1999. (B)(4).

Event description:
It was reported that there was oversensing observed in the right ventricular (rv) lead. The rv lead was explanted and replaced. The right atrial (ra) lead was returned to the manufacturer after being explanted as part of an entire system replacement at the time of the rv lead replacement. The device has subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.